Manufacturer narrative:
Tracking #.55554/j. Device-a. D5,6; h4: info not available, device not returned for analysis.

Event description:
It was reported that a 355ld was used during an unk procedure. It was reported by the affiliate that the safety shield reset button malfunctioned.